Event description:
It was reported that a patient had a ¿prior reaction¿ when going through security devices. It was unclear what ¿prior reaction¿ referred to. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).